Event description:
It was reported that device alarms critical battery but would not charge so it turned off.

Manufacturer narrative:
The returned device was evaluated to determine the cause of the failure. The reported complaint was confirmed due to a defective power connection into the printed circuit board. A visual inspection also revealed damaged to the external front casing. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Following the complaint assessment, the damaged part was replaced and confirmed to be working as expected.